Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly unable to verify low battery alarm and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, compromised force sensor system and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 113 mg/dl. Customer also stated that there was fluid under the screen and insulin pump had low battery alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.